Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that the backlight on their programmer was not working during the week prior to the report. However, that patient tried to turn the backlight on during the report and they were able to. It was also noted that on 2 occasions during the week prior to the report the patient connected to their implantable neurostimulator (ins) and all the programmed settings had been changed to 0.00. The programs should have been pre-set. The patient felt like the programmer was faulty but later noted that the programmer was working so they did not need a replacement programmer. There were no patient symptoms reported. The patient was implanted for spinal pain and chronic low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the settings being set at 0.00 was not determined. Steps reported to resolve the settings issue were that the patient went to #1-d setting (¿knowing it was to have a setting¿). The patient also pushed the buttons up and down and tried changing setting d to setting a. The patient did not know which of these steps resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.